Event description:
It was reported that the customer experienced low blood glucose levels of 20 mg/dl. The customer stated that he previously had issues with high blood glucose levels as well as issues with the insulin pump and sensor. Troubleshooting was done. The customer stated that he had treated himself with food and glucose tablets. Advised customer to speak with healthcare provider regarding the low blood glucose levels. Advised to monitor the insulin pump and call back if the issues persisted. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.